Event description:
Event description guidant received information that this transvenous defibrillation lead, one week post implant, was exhibiting high pacing thresholds with loss of capture even at maximum output. All other lead measurements were within normal limits. The physician suspected a perforation and plans to perform a lead revision procedure.